Event description:
Pt has been using current urostomy pouch since 2003. The cap, which affixes to the bag when transferring for emptying in the toilet, doesn't fit. The caps are too small and the urine is leaking out. Dose or amount: change, frequency, q5 days, route, top. Dates of use: currently on 2003 - 2008. Diagnosis or reason for use: urostomy.